Manufacturer narrative:
A review of the device history records was performed and no complaint related issues were found.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient underwent left hip surgery on (B)(6) 2012 at the community hospital. During the procedure, a trochanteric fixation nail was implanted into the left hip. On (B)(6) 2012, the patient developed an infection with drainage from her left hip. No additional information is available. This is report number 1 of 3 for (B)(4).

Manufacturer narrative:
Implant date: on or about (B)(6) 2012 . Investigation could not be completed, no conclusion could be drawn as no device was returned. Review of manufacturing records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.